Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, confirming the clinical observation. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The clinical observation was not reproducible during analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Despite the detailed analysis of this device, the clinical event was not reproducible and the root cause could not be determined. In conclusion, the device proved to be fully functional during analysis. The inspection of the memory content confirmed the clinical observation. However, despite the detailed analysis, the clinical event was not reproducible and the root cause could not be determined.

Event description:
It was noted that this device was pacing at a rate of upper tracking for a long period of time in cls mode. The device was programmed to vvir and remains implanted.